Event description:
The patient reportedly experienced no lock between the external equipment and the cochlear implant. The patient was seen at center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. The patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was no longer functioning. Surgery to explant the patient's device has been scheduled.